Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4. Reference MFR report: 1627487-2016-01206, 1627487-2016-01209, 1627487-2016-01208. It was reported that one of the patient's supra-orbital leads had migrated to her temple. The patient underwent surgical intervention on (B)(6) 2016, where it was repositioned. The patient is now receiving effective stimulation. We are reporting on all 4 leads since we do not know which one migrated.